Event description:
Report received of a non-delivery of tpn. It was reported that the event occurred in 2000. The pt was to receive tpn on the primary line at an unspecified rate. The pump was programmed and started, but the clamp on the tubing was never opened; therefore there was no delivery of fluid. The pump was incrementing as though fluid was infusing, but there was no actual delivery of fluid. There was no pump alarm received. It was not known how long the pump was functioning without delivery. There was no reported adverse patient event. The pump serial number was not recorded. Though requested, there was no further information available.